Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6: information unknown/not provided section d6b: if explanted; give date: not applicable, there is no indication the lens has been explanted. Section e1: first/given name: unknown/not provided. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a monofocal intraocular lens (iol) was fully inserted into the patient¿s operative eye when the surgeon identified two lines on the lens. No information was provided about patient involvement, adverse effects, or the necessity of additional medical interventions. No other information has been received.